Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms occurred while the pump was in the customer's pocket. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur. Customer's blood glucose was 218 mg/dl. Reportedly, the customer continued using the pump and had manual injections for insulin therapy.